Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.

Event description:
Customer reported receiving imprecise readings on their adc meter. Customer reported receiving readings of 127 mg/dl and 432 mg/dl with 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.